Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels and diabetic ketoacidosis. Customer was treated intravenous insulin drip, and released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and gender, patient is (B)(6).